Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by cracked threaded inserts from front case which allowed separation between front case and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
During the eval of a returned spectrum infusion pump, it displayed the door not fully latched message. There was no pt involvement.